Event description:
It is reported that: peel away is broken or split at the tip. Additional complaint opened as customer reported the issue with damaged sheath has occurred before. This complaint captures the prior instances with unknown details.

Manufacturer narrative:
Qn#(B)(4). The customer report of peel-away sheath body damage was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that: peel away is broken or split at the tip. Additional complaint opened as customer reported the issue with damaged sheath has occurred before. This complaint captures the prior instances with unknown details.

Manufacturer narrative:
(B)(4).